Manufacturer narrative:
The microsensor ventricular catheter kit (ID 826653) was not returned for evaluation as the product was discarded therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a microsensor ventricular catheter kit (ID 826653) has a minimal cerebrospinal fluid (csf) leak. The event happened during the procedure then the physician used sterile patches to wrap the leaking part of the catheter. The cerebrospinal fluid (csf) leaking stopped and the microsensor was used normally. The patient condition is stable.

Event description:
A facility reported a microsensor ventricular catheter kit (ID 826653) has a minimal cerebrospinal fluid (csf) leak. The event happened during the procedure then the physician used sterile patches to wrap the leaking part of the catheter. The cerebrospinal fluid (csf) leaking stopped and the microsensor was used normally. The patient condition is stable.

Manufacturer narrative:
The microsensor ventricular catheter kit (ID 826653) was not returned for evaluation as the product was discarded therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.